Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. There was no reported patient involvement. H3 other text : no device will be returned per customer.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. It was reported that the issues were noted before patient use.

Manufacturer narrative:
The customer complaint was confirmed. The root cause of this failure was identified. No device will be returned per customer.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. It was reported that the issues were noted before patient use.